Event description:
During the initial procedure an acumed 4.5 olecranon threaded compression rod, 10mm olecranon compression nut, and olecranon rod threaded insert were implanted on (B)(6), 2010, without any issues. During the post-op review, the x-ray shown the rod was all the way up against the threaded washer and about half the threads of the rod were through the compression nut. After the post-op check with the patient, an x-ray revealed that the rod is backing out. The patient is not experiencing any pain but could feel it. The rod and compression nut were replaced and a 1mm washer was added to enhance compression due to compromised bone quality.